Manufacturer narrative:
The reported events of post-op dislodgement and failure to capture could not be confirmed. Visual inspection showed that the inner and outer helix length were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including capturing output, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that after implant procedure patient's leadless pacemaker (lp) exhibited loss of capture. It was noted from x-ray and echocardiogram that the lp was dislodged. The lp was explanted. The patient was stable.